Event description:
Per the operative report: indications for procedure: mitral valve repair, now has recurrent severe mitral regurgitation with severe dyspnea. Procedure: the previous repair ring is encountered and it is well healed onto the annulus. On testing it there is a failure of coaptation of the edges of the leaflet. I see no subvalvular anatomical problems.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3-1/2 months. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The regurgitation was caused by "failure of coaptation of the edges of the leaflet" of the native valve.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.